Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specs at the time of release. It was reported that the pt underwent back surgery on (B) (6) 2009, and has subsequently been experiencing elevated blood glucose levels. Insulin pump therapy was temporarily discontinued, but is planned to be resumed once rehabilitation has been completed. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pt rec'd emergency room treatment for evaluated blood glucose levels.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history for the dates available from (B)(6) 2011 to end of pump use on (B)(6) 2011 showed that the daily insulin delivery totals correctly reflect the users programmed basal rates. The pump remained in use until (B)(6) 2011; the history from the date of the event was unavailable as the pump remained in use. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.